Manufacturer narrative:
The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, the patients long tfna nail broke from the proximal screw hole. The initial procedure was performed on (B)(6) 2020. On (B)(6) 2021, the patient presented to the hospital with the broken nail. On (B)(6) 2021 a revision surgery was performed, and the hardware was removed. The surgeon stated that the patients bone quality was good. This report involves one (1) 12mm/125 deg ti cann tfna 400mm/left ¿ sterile. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h6: manufacturing location: monument, manufacturing date: 14-nov-2019, expiration date: 01-nov-2029. Part number: 04.037.231s, 12mm/125 deg ti cann tfna 400mm/leftt- sterile, lot number: 25p0893 (sterile), lot quantity: (B)(4). Production order traveler met all inspection acceptance criteria. Inspection sheet, in-process/inspect dimensional/final met all inspection acceptance criteria apart from the one piece noted. Inspection sheet, tfna assembly inspection met all inspection acceptance criteria. Packaging label log (pll) lmd was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: part number: 04.037.912.3, tfna lock drive, lot number: 16l6171, lot quantity: (B)(4). Production order traveler met all inspection acceptance criteria. Inspection sheet met all inspection acceptance criteria. Part number: 04.037.912.4, wave spring, shim ended, lot number: 17p1896, lot quantity: (B)(4). Work order traveler met all inspection acceptance criteria. Inspection sheet, incoming final inspection met all inspection acceptance criteria. Material certification and certificate of conformance and quality history card received were reviewed and determined to be conforming. Part number: 04.037.912.2, lock prong, 125 degree, lot number: 3l72389, lot quantity: (B)(4). Purchased finished goods traveler met all inspection acceptance criteria. Part number: 21127, timoagri16.00, lot number: 14l9241, lot quantity: (B)(4). Inspection instruction met all inspection acceptance criteria. Certified test report was reviewed and determined to be conforming. Lot summary report dated met all inspection acceptance criteria. Raw material receiving / putaway checklist met all inspection acceptance criteria. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Visual inspection: the tfna fem nail ø12 le 125° l400 timo15 (p/n: 04.037.231, lot number: 25p0893) was received at us customer quality (cq). Visual inspection of the complaint device showed the nail had broken at the proximal slot. Drill marks were observed on the inside of the broken pieces. Device failure/defect identified? Yes. Dimensional inspection: specified dimensions: proximal od = 15.66 +/- 0.1mm. Measured dimensions: proximal od = conforming. Document/specification review: current and manufactured) revisions were reviewed. No design issues or discrepancies were identified. Complaint confirmed? Yes. Investigation conclusion: this complaint is confirmed as the nail had broken at the proximal slot and had drill marks. Pie has been launched to address the identified issue. The need for further corrective/preventive action will be assessed within the pie. Further investigation will not be conducted in this complaint as it will be addressed within the pie. No definitive root cause could be determined based on the provided information. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.